Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not auto restart after clearing a downstream occlusion as stated on the downstream occlusion alerts screen. Sometimes they even freeze during pump check-in testing. It is always set for the downstream pressure limit to low for check-in testing. Most pumps passed, a few did not. The customer sent the failed pumps back in and baxter fixed them. They passed when we get them back. This occurred in the biomed service department. There was no patient involvement. No additional information is available.